Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed in intraoral region #29, it was verified its non-osseointegration. No further information was provided.